Event description:
The customer reported that they are intermittently getting negative ods on processed microwell plates while using autoreader ii. This reportedly is not happening on similar readers and does not affect every plate. No error was reported. No death or serious injury was associated with this incident.